Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 407645 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient had a double mastectomy and now has been having trouble with the implantable pulse generator (ipg) implant in the chest wall. The patient stated that "the first two attempts the pacemaker fell out and the now the pacemaker wires are electrocuting [them] near the implant because the leads are sticking up". The patient also indicated that the breast implant has magnets that caused the ipg to go 80 in the top chamber and 400 in the bottom. Additionally, the patient stated that the most recent ipg report was missing a month¿s worth of data. The patient thinks it has something to do with the electricity they feel around the ipg. The ipg and leads remain in use. No further patient complications have been reported as a result of this event.